Manufacturer narrative:
Medical device lot #: 6342588, medical device expiration date: 06/30/2018, device manufacture date: 12/07/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® urine analysis preservative tube had residue in tubing. No serious injury or medical intervention reported.